Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered dyspareunia, pelvic pain, painful urination, odor, and urinary tract infections. No further information has been provided.